Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely negative troponin-I result while using the architect i1000sr analyzer. The following data was provided. Sid: (B)(6) (tested (B)(6) 2018 at 07:26) less than 2.0 pg/ml (negative). Previous and subsequent results for the same patient were positive. Sid: (B)(6) (tested (B)(6) 2018 at 11:27) 540 pg/ml (positive). Sid: (B)(6) (tested (B)(6) 2018 19:32) 1400 pg/ml (positive). Sid: (B)(6) (tested (B)(6) 2018 13:38) 514 pg/ml (positive). Sid: (B)(6) (tested (B)(6) 2018 12:45) 589 pg/ml (positive). No adverse impact to patient management was reported.

Manufacturer narrative:
The abbott field service engineer (fse) during a subsequent site visit performed various verification procedures and determined the valve, manifold kit (rohs) part number 7-77612-03 was not performing effectively. The valve, manifold kit (rohs) was replaced by the fse and the customer replaced the arc probe (list number 08c94-42). There were no additional discrepant results reported. Return testing was not completed as returns were not available. A review of instrument service history for the architect, serial number i1sr02018, verifies no subsequent issues have been reported. The architect system operations manual contains adequate information for troubleshooting the observed issue. The architect i1000sr service and support manual contains adequate information for the troubleshooting, removal, and replacement of the valve, manifold kit (rohs) and the arc probe. There were no similar complaints or trends identified for the analyzer, the valve, manifold kit (rohs), or the arc probe. Based on the investigation no product deficiency was identified for either the architect i1sr02018, the valve, manifold kit (rohs)_part number 7-77612-03, or the arc probe (list number 08c94-42).